Event description:
Revision surgery - patient, at 6 weeks post-op, tried to move the car seat and while lifting and reaching for the lever the car seat impacted his left shoulder and dislocated. No product failure.